Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a loose system to dock cable at a connector on the monitor board. The system to dock cable was reseated. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the device and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device restart/reboot itself. Complainant indicated that there was no patient involvement in the reported malfunction.